Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigation found that the carbide metal insert partially broke off. The device history records were reviewed and no discrepancies were found. The cause of the reported issue is undetermined. It is possible that the breakage occurred during a mechanical overloading situation. No product or material related discrepancy was found.

Event description:
The instrument broke during surgery. This is 1 of 1 report for complaint (B)(4).